Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# I(B)(4), mplanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The intractable pain patient reported through a manufacturer representative that they had experienced a ¿feeling that stimulation suddenly disappeared in the middle of touching the remote controller about half a month after discharging from the hospital.¿ when the patient attempted to increase their stimulation, the message ¿settings are not available¿ was displayed and the patient visited the hospital. The patient¿s system connection was checked at the hospital and ¿it was found that all electrodes could not be used.¿ impedance testing was performed and ¿found that all combinations of electrodes could not be used¿ and that ¿high impedance was detected for the combinations of all electrodes on both of the two leads.¿ all 16 electrodes had impedances of 40000 ohms. X-ray imaging was performed and when the images were compared to post-operative images, they were ¿almost the same.¿ it was stated that there was ¿no big change¿ shown on the x-ray images and that ¿it could not be confirmed that the lead came off from the connection part.¿ it was further stated that the ¿x-ray showed that the leads had not moved compared to the x-ray taken post implant.¿ an interrogation of the patient¿s implantable neurostimulator (ins) and analysis of the resulting data was requested by the attending physician. The attending physician notably ¿felt surprised that such high impedance was indicated in all the electrodes on the two leads suddenly¿ and that as a result, they thought the ¿ins might have an issue.¿ there were no surgical interventions performed; however, it was noted that a surgical intervention was planned at the time of report. As of (B)(6) 2018 there remained no surgical interventions scheduled with no device explant planned. The cause of the high impedances, stimulation disappearing, and the ¿settings are not available¿ message was ¿unknown¿ as of (B)(6) 2018. The issue remained unresolved at the time of report. There were no further complications reported or anticipated.

Event description:
Additional information received reported the patient¿s system was checked during a surgical procedure on (B)(6) 2018. Impedance testing performed prior to the procedure, but on the day of the procedure, found no changes and ¿confirmed that high impedance of over 40000 ohms was measured in all electrodes.¿ the ins pocket was opened and the lead connections were checked; however, there were no abnormalities or detachments observed. The leads were then disconnected from the ins and tested with a multi-lead trialing cable and external neurostimulator (ens) at successive voltages of 0.7 v, 1.5 v, and 3.0 v. Impedance testing performed with the ens found the ¿high impedances were the same¿ as the impedances measured prior to the procedure. Though it was noted the patient had requested a replacement lead be placed at the time of the procedure, it was noted the surgeon ultimately removed the entire system. There were no further complications reported or anticipated. Product performance or reliability no problem detected high impedance failure to deliver energy therapeutic or diagnostic output failure device not returned therapeutic effects, unexpected no findings available inadequate therapy delivery to intended site other non serious adverse event\unknown occurred post surgery loss of stimulation or no stimulation 59: settings not available (oor) [pli: ins or ens].

Manufacturer narrative:
Continuation of d11: product ID 977a275 serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type lead. H1: please note the event has been escalated to being reportable for serious injury at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of lead va1jz44024 found all eight conductors were broken 37.8 cm from the distal end of the lead on the distal side of an anchor on the lead. Analysis of lead va1pu6e043 found all eight conductors were broken 40.2 cm from the distal end of the lead in between two anchors on the lead. If information is provided in the future, a supplemental report will be issued.